Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an unexpected outcome in the right eye one day post intraoperative aberrometry. The patient was noted to have an epithelial defect and needed a soft contact lens to heal. The patient was seen at a one week follow up visit and was noted to have significant improvement. Additional information requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the unexpected post-operative outcome can be attributed to surgical/clinical factors unrelated to the functionality of the device. The root cause of epithelial defect cannot be determined conclusively, including when or how it occurred. The manufacturer internal reference number is: (B)(4).